Event description:
The customer returned the gastrointestinal videoscope which is an olympus asset with no reported complaint. During the device analysis, the investigation indicates that an e315 scope error code, no image and corrosion in connecting tube was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: an e315 scope error code, no image and corrosion in connecting tube. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.